Event description:
The customer received a questionable ion selective electrode (ise) result for potassium (k+) on one patient sample. All results are in mmol/l. The original k+ result was 3.97. The repeat result on cobas integra 400 serial number (B)(4) was 4.9. The original results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. The patient was not adversely affected. The ise potassium electrode lot number and expiration date was not provided. The field service representative could not determine a cause for the issue. He replaced the following items: valves, rinse nozzles, ise sipper nozzle and internal standard (is) bath. Performance tests were run and all recovered within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue was not reproducible. Based upon the information provided for investigation, a clotted sample probe due to pre-analytical interference is the most probable cause of this event.